Manufacturer narrative:
(B)(4). This is the second of two emdrs. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Product surveillance contacted the nurse and notified the nurse of the incident of iipv that was found during the device log review. A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. The cause of the iipv was determined to be use error; inappropriate bypass of the low drain volume alarm. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. A service history review (shr) revealed that no issues that may have contributed to the iipv. The product analysis lab evaluated the device and determined the device met specifications. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 2. The patient's largest prescribed fill volume (lpfv) was 1500 ml and the drain volume was 2998 ml, which met iipv criteria. No patient injury or medical intervention was reported.